Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 9-jun-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse calibrated and ran controls for hba1c using his pipettors. Calibration and controls were good. Quality control (qc) was close to the mean. The previous calibration and controls were comparable to this one. Fse ran patient samples using both his pipettors and the customers pipettors. The results were slightly different between the two: 6.0/5.8; 6.1/6.0; 8.6/8.6; 5.3/5.2; 6.0/5.0. Fse discussed the customers pipettors, pipetting, how to troubleshoot when controls are out and consistency. The operator assured that she was pipetting correctly, and doing nothing else at the same time. Fse reviewed the making up of calibrators and contols, the customers problem is that controls are out which points to the patient samples not being correctly treated also. Fse discussed all of these things with the doctor and suggested that either it was the way the test was being performed or they needed to purchase some good pipettors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was untrained operator.

Event description:
On (B)(6) 2016, a customer reported hba1c assay issues with their aia-900 analyzer. Customer stated that they continue to struggle with hba1c assays. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.